Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the exchange nail is attributed to the misplacement of the initial nail and infection. The root cause of the infection is undetermined. Infections have many causes and treatments. Each infection is addressed individually and taken very seriously by both the attending surgeon and sign surgeons at sign headquarters. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. The risk associated was evaluated during the risk management process and was deemed an acceptable level of risk to the patient. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(4) 2017 that a sign im nail implanted to repair a fracture was replaced due to misplacement of the initial nail and infection. The im nail was replaced with a 8 mm x 280 mm fin nail per the sign technique manual. Surgeon comment: "in effect this patient has a fracture ankle with dislocation , but was not treat by 9 month aprox. We took the desition to do retrocalcaneus fusion , but I did a mistake because I left the top of the nail out of the bone , so she then made a ulcer in the heel. She is diabetic patient so we were concern about infection problem and the high risk of complication even a possible amputation . So we remove the nail and fixed with another one, in effect maybe the reduction is not the best but the ankle feel stable to walk."